Manufacturer narrative:
An investigation was initiated in response to a customer complaint of a potential misidentification of escherichia coli as salmonella enterditis species in association with vitek® ms instrument (ref. 410895, serial number (B)(6)). The customer stated having obtained an identification as salmonella enteriditis species for two (2) different samples (99.9% and 83% confidence). The customer's raw data was analyzed for this investigation. The customer's fine tuning performed before these samples were tested was in conformance and all mandatory acceptance criteria were achieved. However, the raw data from the time of testing shows that a new fine tuning was needed. A new fine tuning was performed on (B)(6) 2020 and the customer's instrument is functioning as intended. Additionally, the customer's spot preparation was not optimal for both samples. The "all peaks" values for both samples were heterogenous, indicating non-optimal spot preparation. Local customer service (lcs) was instructed to provide the customer with additional training materials to assist with improving spot preparation technique.see h10 for addtl mfg narrative.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
An industry customer (arla foods ingredients group) from denmark reported to biomérieux a potential misidentification of escherichia coli as salmonella enterditis species in association with vitek® ms instrument (ref. 410895, serial number (B)(4)). The customer stated having obtained an identification as salmonella enteriditis species for two (2) different samples (99.9% and 83% confidence). They prepared a clean culture of the first sample and repeated testing; the organism identification was the same salmonella enterditis (99.9%). The strain¿s culture was sent to the state infection control center and reference laboratory (ssi) for serotyping. Ssi reported an organism identification to esherichia coli, not a salmonella. Repeat testing was not performed for the second sample. There was no patient associated with the tested samples. A biomérieux investigation will be initiated.